Manufacturer narrative:
Additional information in h3, h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the provided photo¿s shows the product during treatment with water leaking out of the header area. The reported condition was verified. Visual inspection of the second provided picture did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 14l dialyzer, an external fluid leak was observed from the header. There was no patient injury or medical intervention associated with this event. No additional information is available.